Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, metallosis, damage to surrounding bone/tissue and loss of range of motion and that a left hip revision procedure was performed on (B)(6) 2011. A review of invoice history confirms all surgery dates reported and that all components were removed and replaced during the left hip revision. There has been no reported revision procedure for the right hip. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, metallosis, damage to surrounding bone/tissue and loss of range of motion and that a left hip revision procedure was performed on (B)(6) 2011. A review of invoice history confirms all surgery dates reported and that all components were removed and replaced during the left hip revision. There has been no reported revision procedure for the right hip. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision performed on (B)(6) 2011 was due to a migrating loose cup. The revision operative notes further indicate that there was no evidence of any abnormal meal wear.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-01489 / 01492).